Manufacturer narrative:
(B)(4) - additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The baxter technical service representative received a call from a facility nurse requesting a swap of the homcechoice device for an unspecified reason. The nurse expressed concern regarding the home patient going past the 85% programmed amount as the patient has had a puncture in membrane and the nurse is concerned with a possible development of increased intraperitoneal volume (iipv). This is a one year old patient. The device was swapped per request.

Event description:
The following information was provided by baxter's global pharmacovigilance: the event began on (B)(6) 2010. The patient complained of abdominal pain, lack of ultrafiltration, pleural effusion, shortness of breath, weight gain and the lungs on the right side had diminished sounds. The patient was hospitalized from (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). Homechoice (B)(4) was evaluated for 'the device is draining greater than the 85 % minimum drain volume percentage programmed'. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or to the instances of increased intraperitoneal volume (iipv) revealed in the devices logs. The device was determined to meet performance specification requirements. The device passed the homechoice rite functional test and the homechoice rite electrical test. Confirmed in the devices logs & not duplicated during the pal evaluation. Assignable cause: normal device operation.